Event description:
The customer reported to olympus, scopes at the facility tested positive for unexpected contamination. The scopes were tested one day after reprocessing. The evis exera iii duodenovideoscope was tested twice and 11-100 colony forming units of klebsiella enterobacter aerogenes were identified. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. (B)(6) captures complaint on reprocessor (model: oer-pro, serial number: (B)(6)). Complaint on other scopes captured in patient identifiers: (B)(6) (model: cf-h180al serial number: (B)(6)), (B)(6) (model: gif-h180, serial number: (B)(6)), (B)(6) (model: gif-h180, serial number: (B)(6)), (B)(6) (model: gif-h180 serial number: (B)(6)) and (B)(6) (model: tjf-q190v, serial number: (B)(6)).

Manufacturer narrative:
The customer informed the field service engineer that they reprocessed the scopes several times and were finally able to achieve negative culture samples. The device was not returned. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation was unable to determine the cause of the customer¿s allegation. The information provided by the customer did not suggest a deviation from the instructions for use (IFU) by the customer and the scope was not sent in to olympus for further analysis. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.